Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, cause cannot be established due to no findings available olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. The issue occurred prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue occurred prior to an unspecified procedure. There were no reports of patient harm.